Event description:
Re: a potential hernia repair surgery claim. Dear representative, I received a letter on this date regarding the above mentioned claim. I had a double hernia surgery many years ago by a doctor (B)(6). I have had many problems with my abdomen since the date of surgery. I am (B)(6) and still suffer with pain from this "net" being placed in my abdomen. Any help I can get in respect to this claim would be greatly appreciated. You can contact me by mail at the address below. Thank you. Sincerely, (B)(6).